Event description:
The customer reported that the x3 screen did freeze. He had to reboot monitor multiple times due to being stuck at philips screen. After the 4th reboot it finally boot into patient monitoring mode correctly.the device was used for patient monitoring at the time of the alleged malfunction.no adverse event involving a patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the x3 screen did freeze. The device was in use on a patient. There was no report of patient or user harm.